Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, no suction coming from the manifold block. System was due for the 2000-hour preventive maintenance (3900 hours) and had a bad circulation pump, coming in under the silver service plan. Per sample evaluation results on 10jan2025, there was observed low, marginal flow in bypass after preventive maintenance, replaced flow meter to correct.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. Observed low / marginal flow in bypass after pm / replace flow meter to correct. Flow meter was replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, no suction coming from the manifold block. System was due for the 2000-hour preventive maintenance (3900 hours) and had a bad circulation pump, coming in under the silver service plan. Per sample evaluation results on 10jan2025, there was observed low, marginal flow in bypass after preventive maintenance, replaced flow meter to correct.